Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 490 mg/dl. Customer reported that the insulin pump alarmed no delivery. Customer reported a very loud noise during the rewind process. Customer reported that insulin does not exit with a plunger push. Replacement product is being sent.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing, and no occlusions were found.